Event description:
It was reported that there were over 2000 short intervals which could indicate oversensing, and that there was a ventricular tachycardia episode that appeared to be noise. The doctor had reprogrammed the sensitivity from 0.9 to 1.2 mv, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. (B)(4).